Event description:
Vyaire ltv [long-term ventilation] ventilator in use for a trached and vent-dependent patient. Vent had been plugged in while patient was on his unit and during procedure in ir [interventional radiology]. Unplugged for 10-15 minutes during transport from ir to CT [cat scan]. Once in CT, vent began to alarm ¿non-operable¿ due to battery having run out within the 10-15 minutes of being unplugged. The patient became bradycardic due to apnea and was given atropine. Did not experience hypoxia due to prompt intervention by respiratory therapist (bag valve ventilation).